Event description:
It was reported that the lead was explanted about 66 months after the implantation because of intermittent shock impedance values greater than 150 ohm. During the revision, the ICD was also exchanged for expected battery depletion. No deterioration of the patients state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The lead complained about and the ICD complained about were returned and underwent a thorough analysis. During the analysis, the ICD proved to be within the electrical specifications. There was no indication of a device malfunction. The visual inspection of the lead showed multiple signs of abrasion along the lead body. In particular in the distal area, near the shock coil, the insulation was damaged by fraying. In this area, conductor fractures of the rope conductors to the shock coil and to the ring electrode could be seen. The conduction interruption of the rope conductor to the shock coil is with high probability the cause of the intermittent high shock impedance of greater than 150 ohm complained about. The observed damage manifestation speaks for an unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Reasons for an increased stress level of the lead in the implanted state cannot be clarified conclusively without x ray images, diagnostic images of any other kind, and further information on the patient. An accumulation of several influence factors should be considered. This includes strong ingrowth behavior of the lead in the distal region and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and an increased physical activity of the patient, especially concerning the upper body, play a role. In summary, neither the analysis of the ICD nor the analysis of the lead provided any indications of a material defect or manufacturing error.